Manufacturer narrative:
The account replaced the power supply board and cleaned the corrosion off the power entertainment cable to resolve the alleged problem with the parts being corroded due to fluid ingress. The exact cause of the problem is not known.

Event description:
The account alleged that the power supply board and power entertainment cable are corroded due to fluid ingress. The account stated that there were no injuries and a patient was not in the bed.